Event description:
An application issue was reported with the adc device in use with an iphone 8 with unknown ios operating system version. Customer was unable to access their freestyle libre 3 account due to a communication error message. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms described as "pale - quiet," and was unable to self-treat, requiring non-hcp third-party administration of sugar and insulin for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced a "network error" message with the freestyle libre 3 application. Product quality engineering attempted to replicate the reported issue using similar configurations of iphone xr, ios 16.5, 3.5.0.8863, and was not able to reproduce the complaint. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. All pertinent information available to abbott diabetes care has been submitted.